Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned a meshgraft ii device for evaluation. Zimmer biomet surgical has not previously repaired/evaluated this meshgraft ii. Initial qa inspection of the meshgraft ii revealed that the cutter was a little rough, calibration was out of specification and the side plates were gouged. It was noted that the device produced a passing test mesh. Repair of the meshgraft ii was performed by zimmer biomet surgical which included replacement of the cutter, roller, worn side plates, and damaged hardware. The meshgraft ii was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non verifiable since during initial inspection it was noted that the device produced a passing test mesh. However, it was also note that the cutter was a little rough, calibration was out of specification and the side plates were gouged. The root cause of the reported event cannot be specifically determined with the information provided. The IFU states that the device should be returned for preventative maintenance every twelve months. The device was never returned for service at zimmer biomet. The issue was resolved replacement of the cutter, roller, worn side plates, and damaged hardware. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The meshgraft ii was repaired, tested and returned to the customer.

Event description:
It was reported the device was tearing skin. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete. Received; however, not yet evaluated.

Event description:
It was reported that the device was tearing skin.